Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device needle was broken. Another load was opened and used to complete the procedure. No patient injury has been noted.